Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The audiologist reported that the user was not able to hear any sound (tones or speech) from the device during the initial activation.

Manufacturer narrative:
According to the information received from the field a technical implant failure seems likely. However, to determine an exact root cause device investigation would be necessary. Re-implantation currently scheduled for (B)(6) 2022. This is a final report.

Event description:
The audiologist reported that the user was not able to hear any sound from the device during the initial activation. Revision surgery is considered.

Manufacturer narrative:
Device investigation revealed a device failure caused by fatigue breakage of the wireguard and subsequent damage of coil wires. The detected fractures are in-line with the reported failure case. However, fatigue fractures are very unlikely in that timeframe without additional mechanical impact. Also since coil wire and wireguard fractures occurred, it is assumed that the implant was exposed to significant mechanical stress. The problems given in the recipient report seem to be congruent with the damage found. This is a final report.

Event description:
The audiologist reported that the user was not able to hear any sound (tones or speech) from the device during the initial activation. The user has been re-implanted.